Event description:
As reported, a pgw (.018 sv short 300cm st) wire broke off in the patient. There was no reported patient injury. The tip was retrieved. The device was stored as per labeling and opened in a sterile field. Initially, the sv5 was placed through a non-cordis diagnostic catheter. The non-cordis catheter was then exchanged for an intravascular ultrasound (ivus) catheter. Upon removal of the diagnostic catheter, the scrub tech went to remove the wire and noticed it didn¿t feel right. Upon closer examination, it appeared the mandrel of the wire broke away ¿ separated. The intended procedure was a renal artery angiogram/stent. The product was not re-sterilized. The product stored properly per the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. The wire was not removed from the dispenser by the distal floppy end. The product was inspected prior to use and appear to be normal. The wire was not kinked nor damaged in any way prior to insertion into the patient. The product was prepped properly per the IFU. There were no problems noted during preparation. The wire was not re-shaped by the user. The wire was not used for treatment of another lesion prior to the event. The lesion was calcified but was not tortuous. The lesion had pre-occlusive stenosis with chronic total occlusion (100% occlusion for > 3 months). The wire was tip visible on fluoro throughout the procedure. There was no difficulty tracking the wire through the vessel or lesion. The wire behaved ¿normally¿ (the torque response good). There was no resistance/friction between the wire and other devices. The wire did not kink while being used. The wire was not advanced through the struts of an existing stent. The wire tip was not advanced into the distal vasculature. The wire did not become fixed or caught at any time prior to the event. The wire was not torqued against resistance. The wire was pulled back and out of patient and examined to ensure all parts were accounted for. The patient was doing well.

Manufacturer narrative:
Complaint conclusion: as reported, a pgw (.018 sv short 300cm st) wire broke off in the patient. There was no reported patient injury. The tip was retrieved. The device was stored as per labeling and opened in a sterile field. Initially, the sv5 was placed through a non-cordis diagnostic catheter. The non-cordis catheter was then exchanged for an intravascular ultrasound (ivus) catheter. Upon removal of the diagnostic catheter, the scrub tech went to remove the wire and noticed it didn¿t feel right. Upon closer examination, it appeared the mandrel of the wire broke away ¿ separated. The intended procedure was a renal artery angiogram/stent. The product was not re-sterilized. The product stored properly per the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. The wire was not removed from the dispenser by the distal floppy end. The product was inspected prior to use and appeared to be normal. The wire was not kinked nor damaged in any way prior to insertion into the patient. The product was prepped properly per the IFU. There were no problems noted during preparation. The wire was not re-shaped by the user. The wire was not used for treatment of another lesion prior to the event. The lesion was calcified but was not tortuous. The lesion had pre-occlusive stenosis with chronic total occlusion (100% occlusion for > 3 months). The wire was tip visible on fluoro throughout the procedure. There was no difficulty tracking the wire through the vessel or lesion. The wire behaved ¿normally¿ (the torque response good). There was no resistance/friction between the wire and other devices. The wire did not kink while being used. The wire was not advanced through the struts of an existing stent. The wire tip was not advanced into the distal vasculature. The wire did not become fixed or caught at any time prior to the event. The wire was not torqued against resistance. The wire was pulled back and out of patient and examined to ensure all parts were accounted for. The patient was doing well. The device was not returned for analysis. A product history record (phr) review of lot 35236192 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿distal tip-wires- fractured-separated - in patient¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics (calcification and chronic total occlusion) may have contributed to the reported event. According to the IFU, although not intended as a mitigation of risk, ¿cordis steerable guidewires are contraindicated for use in chronic total occlusions. Guidewires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guidewire carefully for signs of damage. Do not use a guidewire that shows signs of damage. Caution: gently introduce and advance the guidewire to prevent damaging the distal tip. To aid in rotating or steering the guidewire, secure a steering device to the proximal end of the guidewire. Caution: to prevent vessel injury or tip entrapment, use fluoroscopy when advancing/torqueing the guidewire.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. Neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Complaint conclusion: as reported, a pgw (.018 sv short 300cm st) wire broke off in the patient. There was no reported patient injury. The tip was retrieved. The device was stored as per labeling and opened in a sterile field. Initially, the sv5 was placed through a non-cordis diagnostic catheter. The non-cordis catheter was then exchanged for an intravascular ultrasound (ivus) catheter. Upon removal of the diagnostic catheter, the scrub tech went to remove the wire and noticed it didn¿t feel right. Upon closer examination, it appeared the mandrel of the wire broke away ¿ separated. The intended procedure was a renal artery angiogram/stent. The product was not re-sterilized. The product stored and prepped properly per the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. The wire was not removed from the dispenser by the distal floppy end. The product was inspected prior to use and appeared to be normal. The wire was not kinked nor damaged in any way prior to insertion into the patient. There were no problems noted during preparation. The wire was not re-shaped by the user. The wire was not used for treatment of another lesion prior to the event. The lesion was calcified but was not tortuous. The lesion had pre-occlusive stenosis with chronic total occlusion (100% occlusion for > 3 months). The wire tip was visible on fluoro throughout the procedure. There was no difficulty tracking the wire through the vessel or lesion. The wire behaved ¿normally¿ (the torque response good). There was no resistance/friction between the wire and other devices. The wire did not kink while being used. The wire was not advanced through the struts of an existing stent. The wire tip was not advanced into the distal vasculature. The wire did not become fixed or caught at any time prior to the event. The wire was not torqued against resistance. The wire was pulled back and out of patient and examined to ensure all parts were accounted for. The patient was doing well. A non-sterile unit of a guidewire ¿pgw .018 sv short 300cm st¿ was received coiled inside of a clear plastic bag. An unraveled/stretched condition was noticed on the distal tip. Also, a separation condition was observed and both segments were returned for analysis. No other damages or anomalies were observed on the returned guidewire. Per visual analysis, the separated and the unraveled/stretched conditions were confirmed during the zoomed inspection. A product history record (phr) review of lot 35236192 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The complaint reported by the customer as ¿distal tip-wires-fractured-separated - in patient¿ was confirmed due to a separated condition was noticed on the distal end of the wire. Also, an unraveled/stretched condition was noticed on the distal tip of the unit. The cause of this damage experienced by the customer could not be conclusively determined. Procedural/handling factors and/or vessel characteristics (calcification and chronic total occlusion) may have contributed to the reported event. According to the IFU, although not intended as a mitigation of risk, ¿cordis steerable guidewires are contraindicated for use in chronic total occlusions. Guidewires are delicate instruments and should be handled carefully. Prior to use and when possible during the procedure, inspect the guidewire carefully for signs of damage. Do not use a guidewire that shows signs of damage. Caution: gently introduce and advance the guidewire to prevent damaging the distal tip. To aid in rotating or steering the guidewire, secure a steering device to the proximal end of the guidewire. Caution: to prevent vessel injury or tip entrapment, use fluoroscopy when advancing/torqueing the guidewire.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. Neither the phr review nor the product analysis suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. It is unknown if the device will be returned for testing and evaluation.   Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a pgw (.018 sv short 300cm st) wire broke off in the patient. There was no reported patient injury. The tip was retrieved. The device was stored as per labeling and opened in a sterile field. Initially, the sv5 was placed through a non-cordis diagnostic catheter. The non-cordis catheter was then exchanged for an intravascular ultrasound (ivus) catheter. Upon removal of the diagnostic catheter, the scrub tech went to remove the wire and noticed it didn¿t feel right. Upon closer examination, it appeared the mandrel of the wire broke away ¿ separated.